Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported event. A review of the device history records could not be conducted as no lot number was provided. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Visual inspection under magnification of the wand shows a partially detached electrode. The insulation on the shaft is broken. There are no manufacturing abnormalities visually observed with the returned wand. The device was activated in saline solution at the default and max settings on the controller and creates plasma on the remaining parts of the electrode as intended. The suction line was tested and performed as intended. The complaint was verified and there are several root causes that could have contributed the reported error. Factors which can contribute the reported issue includes: (1) low suction rate (2) large, ablated tissue remnants (3) using excessive force. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip plate of the wand fell down. Incident occurred before the procedure; therefore, there was no patient involvement.